Event description:
The facility reported the device powered on and off by itself while the device was in biomedical engineering. The facility has no report from the clinical setting in regards to this occurrence. No pt injury has been reported.